Manufacturer narrative:
Sections with additional information as of 02-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation. Defect was detected: lo and e-2. H10: most likely underlying root cause: rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time. Corrected sections as of 02-jul-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time".

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results obtained of lo. The customer¿s expected fasting blood glucose test result range is 115-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed; customer was not present at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/16/2021 and open vial date is april 2020. The meter memory was reviewed for previous test result history: (B)(6).